Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was missing the electrode. Customer's blood glucose was unknown. Customer noticed the sensor was missing the electrode when it was extracted. Customer confirmed the sensor looked damage or retracted. The sensor is not returning for analysis.